Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument associated with this complaint and completed investigations. The instrument was found to have thermal damage on the monopolar yaw pulley and the distal clevis. The material appears to have burnt off from the charring that occurred on the grey yaw pulley near the distal clevis. The instrument failed the electrical continuity test. Components adjacent to the yaw pulley show thermal damage.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the permanent cautery hook instrument was not cauterizing. The procedure was completed with no reported injury.